Manufacturer narrative:
Covidien reference number (B)(4). The customer reported that they swapped the liquid crystal display (lcd) and will replace the graphical user interface (gui) printed circuit board (pcb). The customer will call covidien for a software upload when the repair is completed.

Event description:
It was reported that during testing, the ventilator lower display has line across it. The ventilator was not in use on a patient at the time of the event occurred.